Event description:
A perceval valve was implanted on (B)(6) 2016 at (B)(6) and on (B)(6) 2017, the patient received a tavi at (B)(6). The surgery went accordingly and the patient is doing well.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(4) and nitinol stent component were pulled and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The open and close images from the steady flow test inspection performed on valve (B)(4) were reviewed. The review confirmed that the valve met the acceptance criteria of the steady flow test inspection. In particular, there was no central hold in the closed image that could be associate with a central leak issue, and in the open images the leaflets are fully open. Based on the review performed, no manufacturing deficits were identified. As the device was not explanted, no further investigation could be performed. However, in the event narrative provided, it was explicitly remarked that "[the valve] had been oversized and it was collapsed on one side. This created a huge paravalvular leak and the leaflets were not coapting properly.". This is consistent with clinical experience, literature, and experiments performed by livanova, which indicate that oversizing is the most probable root cause of events involving stent kinking. Thus, this event is deemed attributable to mis-sizing. Event narrative was corrected. The previous report said that the valve was "was collapsing properly". This was an error, and the narrative has been corrected to save the valve "was collapsing", indicating that the valve collapsed, or kinked, in vivo. Updated fields: date of report. Event description. Date received by manufacturer. Type of report. Type of follow-up. Event codes (corrected/updated codes).

Event description:
Additional information was received that the valve was collapsing. It was stated that the valve may have been oversized causing a huge paravalvular leak and the leaflets were not coapting. The valve had incomplete expansion at the right cusp.

Manufacturer narrative:
The manufacturer provided an updated summary on the additional information received through the published paper. However, this new information does not change the findings and conclusion provided with previous reporting, for which reason "no findings available" was selected as a result of the communication received. The root cause of the event still remains attributable to user error, based on the initial communication received referring to the device oversizing.

Event description:
The manufacturer received additional information through the published paper "balloon-expandable valve-in-valve for a deformed surgical bioprosthesis" by matthias c. Raschpichler et al. An (B)(6) year-old woman patient with a history of coronary artery bypass grafting and surgical aortic valve replacement with a perceval valve performed 7 months prior to presentation was admitted to the hospital with angina and (B)(6) class IV congestive heart failure. Echocardiography revealed degenerative, calcified aortic bioprosthesis with severe central and paravalvular regurgitation and a preserved ejection fraction of 67%. Transoesophageal echocardiography confirmed severe central and paravalvular regurgitation. Computed tomography (CT) revealed a deformed, kidney-bean shaped perceval valve stent frame. The proposed mechanism of valve deformity was perceval valve stent folding, as immediate post-operative reports from the time of surgery revealed a circular bioprosthesis with normal bioprosthetic function. The patient underwent transfemoral transcatheter aortic valve-in-valve (viv) implantation using a 23mm balloon-expandable sapien3 valve (edwards lifesciences, (B)(4) USA), with re-expansion of the surgical valve frame. Post-procedural echocardiogram revealed a mean aortic valve gradient of 10mmhg without paravalvular aortic regurgitation. Follow-up CT at 6 months showed a circular geometry of the viv complex with no recoil.

Manufacturer narrative:
Corrected data, initial MDR inadvertently omitted the patient identifier.

Event description:
Additional information was received that the valve was collapsing properly but it was stated that the valve may have been oversized causing a huge paravalvular leak and the leaflets were not coapting. The valve had incomplete expansion at the right cusp